Manufacturer narrative:
(B)(4). Customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed a follow-up MDR will be submitted. Concomitant medical products: item # unknown/unknown shell/ lot # unknown, item # unknown/ unknown head/ /lot # unknown, item # unknown/ unknown stem/ /lot # unknown. (B)(6).

Event description:
It was reported that during a hip surgery the surgeon was unable to assemble the liner with the mating shell. The surgery was completed with a backup component. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
UDI # - (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.